Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that sometimes the patient felt stimulation intermittently and stimulation sensation came and went. It was reviewed with the patient that if therapy was on and patient¿s symptoms were improving from their baseline there should be no need to make an adjustment. Patient confirmed that therapy was on and did not report any symptoms. It was reviewed with the patient that if symptoms are not improving patient should consider increasing. On (B)(6) patient stated concerns about seeing his wires after he had the tape changed. Patient reported that his leads may have become loose. Patient saw them where they connect to the his ens device on his way back. Patient stated that everything still worked good. No further symptoms or complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.